Event description:
As reported, when preparing a 4.5mm x 30mm .014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, it was impossible to remove the air from the system or the balloon. In addition, no vacuum could be created. Additionally, when preparing a 5.0mm x 30mm .014 aviator plus pta balloon catheter, the same issue occurred. It was impossible to create a vacuum and remove the air from the balloon system. Therefore, the products could not be used for the patient, and an unknown balloon was used to complete the procedure. There was no reported injury to the patient. The devices were stored in a cupboard dedicated to balloons within a separate material storage room next to the cath lab, which is used for all products. There was no difficulty removing the products from their hoop, the protective balloon covers, the stylets, or any of the sterile packaging components. The devices were prepped per the instructions for use (IFU) using a 50/50 saline/contrast ratio with a non-cordis inflation device. However, they did not prep normally as negative pressure could not be maintained. The 4.5mm x 30mm .014 aviator plus balloon catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, when preparing a 4.5mm x 30mm .014 aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, it was impossible to remove the air from the system or the balloon. In addition, no vacuum could be created. Additionally, when preparing a 5.0mm x 30mm .014 aviator plus pta balloon catheter, the same issue occurred. It was impossible to create a vacuum and remove the air from the balloon system. Therefore, the products could not be used for the patient, and an unknown balloon was used to complete the procedure. There was no reported injury to the patient. The devices were stored in a cupboard dedicated to balloons within a separate material storage room next to the cath lab, which is used for all products. There was no difficulty removing the products from their hoop, the protective balloon covers, the stylets, or any of the sterile packaging components. The devices were prepped per the instructions for use (IFU) using a 50/50 saline/contrast ratio with a non-cordis inflation device. However, they did not prep normally as negative pressure could not be maintained. The 4.5mm x 30mm .014 aviator plus balloon catheter was never in an acute bend. A non-sterile unit of ¿aviator plus .014 5.0x30 142cm¿ was received for analysis inside of a clear plastic bag. The device was unpacked to be inspected, no damages were observed. Upon inspection, the balloon is not inflated and is partially covered by the protective tube. However, when reviewing the manage sample image, the balloon is fully covered by the protective tube. Therefore, the ballon was uncovered when the protective tube was moved toward the proximal end after the device was returned and is most likely a result of decontamination and/or shipping. No other outstanding details were observed. Additionally, a crack was observed in the luer hub of the device. A functional inflation and deflation test could not be performed because the crack in the luer hub resulted in fluid leakage at the hub interface. The cracked region of the luer hub was examined using high-magnification microscopy. This evaluation revealed the presence of fatigue striation patterns, which are commonly associated with exposure to high tensile forces exceeding the mechanical resistance of the affected material. The reported events of ¿balloon leakage-during negative prep¿ were not verified, as product evaluations did not identify any defects or malfunctions of the balloon material. However, a crack in the luer hub was identified during the evaluation of the returned devices. The exact cause of the luer hub damage could not be definitively determined. Vision system analysis demonstrated fatigue striation patterns and material elongation on the luer hub, findings consistent with exposure to tensile forces exceeding the material yield strength. The presence of the cracked luer hub would prevent the establishment and maintenance of negative pressure, thereby inhibiting air removal and balloon preparation as reported. Although the devices were reportedly handled and prepared in accordance with the instructions for use, handling and procedural factors, including excessive mechanical stress during connection or preparation, are considered potential contributors, as such stresses are known mechanisms associated with luer hub cracking. According to the warnings in the safety information in the instructions for use, ¿prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Ensure that the devices are prepared according to the steps outlined in preparation. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.